Event description:
On (B)(6) 2010, pt reported the down arrow button on her infusion device is not functioning properly. Pt stated she is unable to deliver a bolus because of the down button. Pt reported she began experiencing the issue on (B)(6) 2010 while attempting to bolus. Pt stated the button pops back out after being pressed. Pt reported she knew she wasn't receiving her insulin because her blood glucose rose to over 500 mg/dl on (B)(6) 2010. Pt stated she gave herself a shot of 18.0 units of insulin and tested an hour later with a reading of 340 mg/dl. Pt's normal blood glucose is around 130 mg/dl. Pt reported she tested before lunch and received a blood glucose reading of 78 mg/dl. Pt stated she is currently using her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested for return of the suspect product for eval.